Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was over 600 mg/dl and other blood glucose level was 550 mg/dl, 300 mg/dl, 214 mg/dl and low blood glucose level was 40 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe for high blood glucose. Customer did self test on insulin pump and it was passed. The insulin pump will not be returned for analysis.